Event description:
It was reported that the ventilator was cycling through the screens. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and verified the customer reported condition; to resolve the condition, the service engineer replaced the graphic user interface (gui) touchframe. The ventilator passed self-testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.